Event description:
Customer reported experiencing issues with her cartridges, but the call was dropped during the conversation. There was no reported impact to the customer's blood glucose level. Technical support attempted to reconnect by calling back and leaving a voicemail, created a follow-up task, and planned to send an email for a second follow-up. The case was later scheduled for closure.